Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The actual date of injury is unknown, reported as "(B)(6) 2015"; therefore, we are using (B)(6) 2015 as date of event. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. The actual date of injury is unknown, reported as "(B)(6) 2015"; therefore, we are using 06/15/2015 as date of event. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of ventralex mesh, patient was diagnosed with hernia, pain and scar tissue thereby underwent revision surgery. The instructions-for-use supplied with the device list pain as possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-may-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d4, e3, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (b)(6 2011 - patient was diagnosed with ventral umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the hernia sac was removed and the fascial edges were cleared. A ventralex mesh was placed below the fascial defect and tacked." (B)(6) 2015 - patient was diagnosed with large ventral hernia due to rectus diastasis and failed previous hernia repair thereby underwent revision surgery. Per operative notes, "the umbilicus was separated from anterior abdominal wall. All fibrous bands were detached in the central portion for fascial plication. Several areas in midline were scarred from the mesh. The ventral hernia defect was noted and bilateral component separation was performed. The defect was repaired with suture and a biologic mesh was placed over the repair site. The redundant pannus was excised." Attorney alleged that the patient had pain and hernia recurrence.